Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that some of six ophthalmic side port knives have been cutting poorly more often lately. Patient and procedure details were not reported. Patient impact has not been provided.